Event description:
The customer reported latron control was towards the lower limit and approximately one milliliter of clenz and isoton leaked near the flowcell and the mixing chamber involving the coulter lh 750 hematology analyzer. The customer noted the fluid had crystallized and was near the differential mixing chamber, on top of the laser, on the rocker bed, and on the counter top. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous results were generated. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed diluent leaked from one of the upper sheath restrictor tubing's molded ends. The fse replaced the upper sheath restrictor tubing and cleaned the differential mixing area. The fse realigned the triple transducer module (ttm) flowcell and adjusted the latron values to the assay. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. (B)(4).